Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose was 174 mg/dl. The customer reported that the display goes back to the main screen ever few seconds and doesn't have time to program his bolus. The customer stated that the device was not damage, nor bumped or dropped. The customer stated that the device was exposed to moisture and uses energizer aaa alkaline battery. The customer stated that there is no button error or any alarms. The customer was asked to run the self test and it passed but the screen turn black and then the version of the pump appeared. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to contact our sales representative in order to acquire new insulin pump.